Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was confirmed. The reported difficulty to remove the guide wire was unable to be confirmed due to the separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Furthermore, a review of the complaint history identified no similar incidents from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified left anterior descending coronary artery. A balance middleweight (bmw) universal guide wire was advanced along with an unspecified guide catheter and a non-abbott intravascular ultrasound (ivus) catheter. The imaging catheter separated the tip of the guide wire, but the tip remained in the guiding catheter. The imaging catheter and guide wire were removed as a single unit due to resistance with each other. Then, the guiding catheter was removed, and no portion of the device remains in the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.